Event description:
In (B)(6) 2011, a 21mm trifecta valve was implanted for the surgical treatment of calcified aortic stenosis. At the patient's last follow-up, premature cuspal calcification was observed. Although the patient was asymptomatic, the trifecta valve was explanted and replaced with a 19mm sjm mechanical heart valve. The patient has a metabolic condition which may have contributed to the premature calcification.

Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation concluded all three cusps contained calcifications, markedly limiting cusp mobility and creating incomplete coaptation. Fibrous pannus ingrowth was found on the inflow surface of each cusp, and on and outflow surface of cusp 3. Cusp 2 was fibrotically thickened and fungal organisms were found on the surface of all three cusps. The fungal forms were limited to the cusp surfaces, had no associated inflammation or fibrin, and likely represented a contaminant. There was no evidence of inflammation and gram stains were negative for organisms. No evidence was found to suggest the cause of the calcification, pannus, and fungal organisms was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).